Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated he was hospitalized for high blood glucose levels, along with other health issues. Prior to hospitalization, the customer changed the infusion set. The customer also stated he gave a manual injection and the blood glucose levels remained high. The customer also mentioned he had a no delivery alarm the same day of hospitalization. Troubleshooting revealed that the programming was correct. The insulin pump also passed the prime test. The tubing clamp was not available for the high pressure test.